Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Customer's blood glucose level (bg) was 400 mg/dl. Customer went to the emergency room and received intravenous fluids of saline and insulin. Customer was released from the ER 5 hours later with the issue resolved and no permanent damage. The customer reverted to an alternate form of insulin therapy.